Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube didn't fill completely during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during a blood sample this morning (8/10), I took a first tube without worry, then when I introduced the second, the blood didn't rise in the tube. I thought I wasn¿t in the vein anymore, but when I put in another tube, the blood went up without any problem."

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube didn't fill completely during use. The following information was provided by the initial reporter, translated from french to english: "during a blood sample this morning (B)(6), I took a first tube without worry, then when I introduced the second, the blood didn't rise in the tube. I thought I wasn¿t in the vein anymore, but when I put in another tube, the blood went up without any problem."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.